Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus and fell in the patient¿s stomach. The capsule was retrieved via roth net. Another capsule was placed but it also failed and was found in the mouth. The second capsule was retrieved with hand. Lubrication was used to facilitate the placement of the capsule.